Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR numbers 1225714-2013-02188, 1225714-2013-02189.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2012 after the use of the product.